Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h4, h6, h11. Distribution history: this complaint unit was manufactured at csi on 10/18/2021 and shipped on 10/26/2021. Manufacturing record review: DHR's 310577 & 296641 were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history does not reveal similar reported complaint conditions. Product receipt: the unit was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit was not required to be returned to coopersurgical. Functional evaluation: a functional evaluation could not be completed as the complaint unit was not required to be returned to coopersurgical. Root cause: the information on the complaint and a discussion with service & repair indicates the customer had not used a wall outlet and likely had not had the generator fully seated in cart. The power to the generator comes from connecting to the internal connector in the cart slot. Also, the unit must be powered from a wall outlet per the IFU. This is attributable to end user error.

Event description:
No additional information.

Manufacturer narrative:
Device is functioning properly per customer and is not being returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure on (B)(6) 2025, that the leep was shutting off when using the coagulation button. Upon consultation with csi employee, it was determined that the leep machine was not connected to a wall outlet during the procedure and the connection to the machine was loose. Customer was able to figure out what the problem was, and the machine is now working properly. No patient harm reported. No additional information provided. 1216677-2025-00014 lp-10-120 leep 2025-03-0000333.